Manufacturer narrative:
Visual evaluation: visual analysis of the identified photos: apparently the unit is rupture, has red particles in the gel and labeled as left side. It is not possible to verify the lot number due to the quality of the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured exchange. Rupture was observed during explant surgery.

Event description:
Healthcare professional reported left side textured to smooth exchange and "silent rupture".the device has been explanted.